Event description:
It was reported that during a carpal tunnel procedure the blade was stuck in an open position, and the surgeon was unable to control cutting during surgery. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with the blade in the closed position. Upon functional eval, the cutting edge was able to consistently extend and retract as designed.